Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 33.6 mmol/l at the time of the incident. Customer was treated with manual injection. Customer stated insulin pump had insulin flow blocked alarm during bolus and basal and insulin was exited. Troubleshooting was performed. The insulin pump will not be returned for analysis.